Event description:
Allegedly revised due to a fractured component.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint history reviewed. There have been no other complaints against this lot number. Device history record reviewed and indicates the product met specifications when manufactured. Package insert reviewed and addresses the adverse event alleged. Product not returned. With the information provided, additional investigation is not possible.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Trends will be evaluated. The device event code is addressed in the package insert. To date, no patient information has been received therefore the user facility has not been contacted. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00504, 00505, 00506.